Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was lying in bed, and a request was made to have data from this device analyzed. Technical services reviewed available device data and suspect an electrode integrity issue, possibly in the pocket area based on the last presenting electrogram (egm). Troubleshooting recommendations were provided. The patient was seen in-clinic, and mechanical noise was reproducible in primary vector. A technical services consultant recommended electrode replacement. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported.

Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was lying in bed, and a request was made to have data from this device analyzed. Technical services reviewed available device data and suspect an electrode integrity issue, possibly in the pocket area based on the last presenting electrogram (egm). Troubleshooting recommendations were provided. The patient was seen in-clinic, and mechanical noise was reproducible in primary vector. A technical services consultant recommended electrode replacement. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information: this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was lying in bed, and a request was made to have data from this device analyzed. Technical services reviewed available device data and suspect an electrode integrity issue, possibly in the pocket area based on the last presenting electrogram (egm). Troubleshooting recommendations were provided. The patient was seen in-clinic, and mechanical noise was reproducible in primary vector. A technical services consultant recommended electrode replacement. At this time, there is no evidence to suggest intervention has been performed. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information: this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.